Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the jaws would no longer open and the knife blade became stuck. The jaws were not on tissue and there was no injury. The device was returned to covidien and the clear insulation was missing. The site confirmed that the surgeon removed the insulation on his own accord after it had become damaged during the procedure.